Event description:
In 2009, the patient's wife reported that she has recently begun to fill and change the patient's insulin cartridges. She stated that she struggles with air bubbles in the insulin cartridge during filling. She uses room temperature insulin. She was educated on the proper procedure for filling the insulin cartridges. She was assisted in inserting a partial insulin cartridge from the backup infusion device to the primary infusion device. She removed the adapter and infusion tubing and saw air in the insulin cartridge and infusion tubing. She was assisted in removing the air from the system. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.